Event description:
This is a spontaneous case report received from a consumer in united states on 06-jun-2016. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. The husband reported since insertion, she has experienced problems and pains, became pregnant and had a child. She also experienced hemorrhaging, bloating, and it was discovered a coil was missing. The patient was recently informed she will need surgery to have the coil removed as it is in a dangerous place. Caller did not want to provide any additional information at this time. Quality safety evaluation received on 17-jun-2016: (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up information received on 21-jun-2016: the patient's husband did not wish to provide any information. He confirmed that he was taking legal action against bayer. No further information was reported. Follow-up information received on 21-jun-2016: the patient had essure placed in 2009 (discrepant from previously reported information). She had a daughter in 2010 and was still in pain. She had bloating, discomfort, and had been urinating in bed during the night and during the day due to the pain. On an unspecified date an ultrasound revealed the essure device was sitting on the side and "in her women parts"; it also revealed a cyst. The device would have to be surgically removed. The patient had stomach pain and hemorrhaging as well. The husband stated the child was fine. He also stated his wife and he had not been able to have intercourse for years due to the essure. No further information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since insertion she has experienced pains (seen as pelvic pain female), hemorrhaging (seen as genital bleeding) and became pregnant and had a child. It was also discovered a coil was missing, it is in a dangerous place (seen as device migration). She will need surgery to have the coil removed as it is in a dangerous place. All these events were considered serious and listed in the reference safety information for essure. In this case, these events occurred since essure insertion. The exact date and mechanism of device migration were not known. It was not reported whether the child was born healthy. However, based on the nature of the events, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be required. Additionally, non-serious events were reported. According to product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. No further information is expected, since reporter denied further contact.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("a coil was missing, it is in a dangerous place/ essure was sitting on the side and in ¿her women parts¿/ right essure coil migrated out of her fallopian tube and liad become lodged within her abdomen/ puncturing out of uterus"), genital haemorrhage ("she also experienced hemorrhaging/ very heavy bleeding/ severe bleeding/ abnormal bleeding"), pregnancy with contraceptive device ("became pregnant and had a child/ pregnancy (with complications)"), umbilical hernia ("pregnancy (with complications) umbilical hernia"), complication of pregnancy ("pregnancy (with complications)") and cholecystectomy ("gall bladder removal") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of live births - (B)(6) 2000, (B)(6) 2001, (B)(6) 2011, (B)(6) 2009) and c-section. Concurrent conditions included nerve damage (neurotonin for nerve damage in abdomen) since 2017. Concomitant products included loratadine (claritin) since 2009 for multiple allergies as well as ibuprofen since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced dyspareunia ("unable to have intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced umbilical hernia (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced complication of pregnancy (seriousness criterion medically significant), abdominal distension ("bloating"), discomfort ("discomfort"), enuresis ("urinates in bed during the night"), abdominal pain upper ("stomach pains"), cyst ("cyst"), abdominal pain lower ("severe cramping"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (removal of the essure device and umbilical hernia removal). At the time of the report, the uterine perforation, genital haemorrhage, abdominal distension, discomfort, enuresis, abdominal pain upper, dyspareunia, abdominal pain, abdominal pain lower and migraine had not resolved and the pregnancy with contraceptive device, umbilical hernia, complication of pregnancy, cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, cholecystectomy, complication of pregnancy, cyst, discomfort, dysmenorrhoea, dyspareunia, enuresis, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device, umbilical hernia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: continues to suffer from and treat these maladies related to the essure device. Discrepant information in previous version relating to essure removal : the patient currently plans for essure removal, however, her physician stated that the removal would be risky due to location of the migrated coil. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 28-dec-2018: pfs received : reporter and patient demographics were added. Medical history were added. Date of essure insertion updated. New events added - abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), nickel allergy, pregnancy (with complications) umbilical hernia, gall bladder removal and did you undergo an essure confirmation test. Events onset dates updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("a coil was missing, it is in a dangerous place/ essure was sitting on the side and in "her women parts"/ right essure coil migrated out of her fallopian tube and liad become lodged within her abdomen"), genital haemorrhage ("she also experienced hemorrhaging/ very heavy bleeding/ serval-e bleeding") and pregnancy with contraceptive device ("became pregnant and had a child") in a female patient (gravida 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal distension ("bloating"), discomfort ("discomfort"), enuresis ("urinates in bed during the night"), abdominal pain upper ("stomach pains"), dyspareunia ("unable to have intercourse"), cyst ("cyst"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping") and migraine ("migraine headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removal of the essure device). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal distension, discomfort, enuresis, abdominal pain upper, dyspareunia, abdominal pain, abdominal pain lower and migraine had not resolved and the pregnancy with contraceptive device and cyst outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, cyst, device dislocation, discomfort, dyspareunia, enuresis, genital haemorrhage, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: continues to suffer from and treat these maladies related to the essure device. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event severe abdominal pain, severe cramping and migraine headaches added. Event very heavy bleeding and severe bleeding clubbed with she also experienced hemorrhaging, event sharp pelvic pain clubbed with since insertion, she has experienced pains and event right essure coil migrated out of her fallopian tube and liad become lodged within her abdomen clubbed with a coil was missing, it is in a dangerous place/ essure was sitting on the side and in "her women parts. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.